Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown/not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a torn flap. Surgeon could not provide patient specifics or an exact date of event however, he stated the patient is doing well with no loss of best corrected visual acuity (bcva). Surgeon stated he was attempting to lift the flap and it appeared a little stickier than normal. While he was lifting the flap, he torn it at the hinge. He completed the treatment, put the flap back down and used a bandage contact lens (bcl) post operatively. Flap has healed nicely.